Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient later reported there seroma diagnosed via MRI and no rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Patient reported right side rupture and capsular contracture baker grade unknown and rupture. Device remains implanted.